Event description:
Pt underwent vns therapy system replacement surgery, during which both the lead and generator were replaced. Investigation to date has been unable to determine the reason for the vns therapy system replacement surgery as no response has been received to manufacturer's requests for additional info from treating physician (via telephone x2, via fax x1). The system was implanted for approx 34 months, which is greater than the manufacturer warranty period. It is possible that the generator was replaced due to the generator battery end of life if device settings were aggressive; however, when a lead is replaced it is typically due to a clinical adverse event, user error, or device malfunction.